Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during laparoscopic gastric bypass procedure, the first device would not pass the pre-test. It made a squeaky noise. A second device was pulled to use. The blade tip broke off the second device. The device was outside the patient when the tip broke off. A new device was used to complete. There was no patient impact.

Manufacturer narrative:
(B)(4). Information devices a and c were returned in good physical condition. The blade were visually inspected and both were in good physical condition and not broken in any way. The devices were tested with a generator and was functional. It passed the pre-run test successfully and no abnormal noises were heard during inspection. It is possible that the devices returned may have been used to complete the procedure and is not the device complained about. Device b was returned with the tissue pad melted and partially detached with the blade gouged at the tip. The device was tested with a test handpiece and generator and error code 5 was received, no further functional testing could be performed. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Device b batch g9lm9u mfg date 12-1-10. Exp date 11-1-15. Device c batch g9lj5u. Mfg date 11-17-10. Exp date 10-17-15.